Event description:
Pt had undergone outpatient surgery and was in phase 2 recovery. Unknown to the recovery staff the spacelabs monitor alarm had been saved as "alarm off". The non-invasive blood pressure monitor was the only parameter that was being utilized. The pt experienced an arrest that was not immediately identified by the staff. The pt expired.